Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced cannula leakage event on 11-feb-2025, 12-feb-2025, 14-feb-2025 and 15-feb-2025. The issue occurred with six similar types of infusion sets used for less than twenty-four hours and site was patient's thigh. The symptoms occurred within three or more hours after insertion. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. Initial and final MDR (B)(4) - MDR - 3003442380-2025-03936- device 5 of 6.